Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The following day, the diagnostics were cleared and normal device function resumed. The patient was doing ok.